Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacturing of this lot. The actual device was not received for evaluation; therefore, a device analysis could not be completed. However, a retention sample was evaluated for the reported event. The retention sample was visually inspected and no abnormalities were found on an arterial or venous header. The dimensions of the headers were measured and they were found to be within specifications. The reported event was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a poor connection between the dialyzer and the bloodlines. The connections did not feel secure to the customer and there was some blood leaking around the connections. The reporter stated that it took effort to ensure that the lines were seated just right. This issue was noted about one hour into the therapy. The therapy was discontinued and a new set was used. There was no patient injury or medical intervention associated with this event. No additional information is available.